Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product packaging confirmed that the screw is missing from packaging as reported. A slit was found on the back of the poly bag with a length smaller than the screw length. Review of the device history records identified no deviations or anomalies. Review of components issued to the order determined that the correct number of screws and the correct number of packaging components were issued to this order. Inspection criteria was in place that calls out for 100% visual inspection of the packaging before, during, and after sealing. Root cause of the event is attributed to the packaging of the device, further action has been initiated to address the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the device will be returned. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product expected, not yet returned.

Event description:
It was reported that the received package was sealed but no screw was found inside.no adverse events have been reported as a result of the malfunction. No additional information is available at this time.